Manufacturer narrative:
(B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of surgery, is listed in instructions for use emboshield nav6 embolic protection system as a known patient effect of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The acculink stent delivery system is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a long calcified lesion in the right internal carotid artery. Following the difficult placement of a non- abbott introducer sheath, a large emboshield nav6 filter was advanced and successfully deployed distal to the lesion. An acculink stent delivery system (sds) was advanced but also failed to cross the lesion due to the anatomy. The lesion was therefore further pre-dilated with a non-abbott balloon catheter. Whilst the balloon was inflated, the patient suffered a transient ischemic attack and an episode of hypotension. The symptoms were transient while the balloon was inflated. Following this the acculink sds was re-advanced; however did not cross the lesion again due to the anatomy. As a result of the type 2 anatomy, the non-abbott guide sheath prolapsed back and was no longer in the carotid artery. No attempts were made to remove the acculink sds or the filter due to the prolapsed sheath. The patient underwent a surgical cut down to remove the prolapsed sheath, the acculink sds and the filter. A carotid endarterectomy was performed for the lesion. Post procedure the patient was reported to have some slurred speech but was recovering well. No additional information was provided.